Event description:
Reportedly, while in use on a pt low fio2 alarm went off. The actual fio2 (fraction of inspiratory oxygen) was 50% when it was set at 70%. At that time, the oxygen saturation of the pt was decreased from 88 to 80%. The pt was switched to another ventilator and his/her oxygen saturation level was recovered to 90%. The reported problem was not duplicated by the distributor. Please note that there was no serious injury in this case.

Manufacturer narrative:
(Alarm, low fio2).